Manufacturer narrative:
Three single-use devices were received for evaluation. Visual inspection revealed that the stressmember flange located at the upper area of the devices next to the fillport was damaged. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three large volume folfusors were damaged. The stressmember flange located at the upper area of the devices next to the fillport was noted to be damaged. There was no patient involvement. No additional information is available.